Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, the icm was unable to be interrogated. Upon review of the remote transmission, it was noted that the icm exhibited premature battery depletion. No intervention was performed. Patient was in stable condition.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should be 4114 - device not returned, 3221 - no findings available, and 4315 - cause not established, respectively.